Event description:
The generator and lead were explanted. The explanted products were noted to be discarded by the explant facility.

Event description:
Patient presented with high lead impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.